Manufacturer narrative:
The referenced report recurrent suspected gi bleeds and chronic anemia are covered under medwatch MFR report # 2916596-2018-00292. (B)(4). Approximate age of device ¿ 1 year and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient awoke with left sided weakness, slurred speech and left sided facial droop. Emergency medical service (ems) was called and the patient was transported to a local emergency room, where a CT was negative for any acute bleeds. Heparin infusion was initiated. The patient was then transferred to the implanting facility. Upon arrival the patient was in stable condition with improvements to slurred speech and motor function, although not back to baseline. Inr was 2.2. Inr goal was set to 1.8-2.2 due to recurrent suspected gi bleeds and chronic anemia. Lactate dehydrogenase (ldh) was 1124 u/l, with a baseline of 250 u/l. Plasma hemoglobin was 3.6 mg/dl, with a normal high range of 9.7 mg/dl. Repeat head CT with and without contrast revealed a right middle cerebral artery stroke. Heparin infusion was continued until the patient had consistent inrs greater than 2.2. Coumadin was continued. Patient was transferred to acute rehab unit to undergo intensive therapy to regain motor function. No additional information was provided.

Manufacturer narrative:
A direct correlation between left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on the lvas support. Stroke, neurologic dysfunction and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.